Manufacturer narrative:
(B)(4). Concomitant medical products: unk item #, unknown head, unk lot #; unk item #, unknown liner, unk lot #; unk item #, unknown stem, unk lot #. Reported event was confirmed with medical records. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had groin pain post status right hip arthroplasty. An injection in the iliopsoas region relieved patient symptoms. The patient underwent a release of the iliopsoas tendon secondary to iliopsoas tendonitis.